Event description:
Surgeon was using a 310.509.em (1.8 mm drill bit) with a guide during a left reversal total shoulder clavicle/glenoid orif. Surgeon drilled two holes using this drill bit and a guide. The third time this drill bit was used it broke inside the guide. Sample has been decontaminated and available for inspection.

Manufacturer narrative:
One 1.8 mm drill bit, catalog number 310.509.em, was returned from the customer indicating it broke during use with a guide. The returned complaint product is etched with lot number "147646" with correlates with drawing number 21538-0070 thru-0099 revision f. The flutes have nicks and there are axial marks on the shaft which indicates the drill bit was used. The drill bit was returned with approximately 21mm of the flute broken. The tip of the flute shows a reverse form which indicates the drill contacted a hard object that would not allow the drill bit to turn, which causes the thread to appear "unraveled." The device history record was reviewed and found the lot was reworked because the chisel angle was oversized, the flute land was undersized, and there were burrs on the flutes. The rework occurred prior to final inspection and does not affect the complaint condition. The DHR identified the material is 440a and was heat treated to a hrc 52-54. The hardness was tested on the returned device and found to be 52.4hrc which is within specification. The remainder of the product, including the shaft and tang feature appears in good condition and are not damaged. A dimensional inspection was performed on the total runout (0.25mm tolerance) and found in specification (0.248 mm tolerance) using a concentricity gage. The shaft diameter (1.80mm+0/-.05) measures in specification (1.750 - 1.789 mm) using a micrometer. The flute web thickness (0.36 - 0/56 mm) measures in specification (0.516 - 0.536 mm) using a point micrometer. The info for use (IFU) for this product was reviewed, lb-003. The IFU indicates excessive force to the instrument may cause damage to the instrument. The complaint history was reviewed and found three previous complaints for broken drill bits. A search in the madue database shows MDR reports were filed for similar/equivalent competitive drill bits. Due to lack of details in the FDA mdrs and user reporting tendencies, conclusions cannot be drawn to the lack of MDR reports. This complaint is invalid from a mfg perspective.